Event description:
The customer reported that the central monitoring system (cns) has an intermittent problem. There is a 4 second period where there is either communication loss or signal loss on the display. MFR ref #: 8030229-2015-00076.